Event description:
It was reported that the patient had end-stage renal disease (esrd) and bleeding post operation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
The patient had bleeding complications of post operative bleeding take back two times.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.